Manufacturer narrative:
(B)(4). The product analysis indicates that the device failed electrical tests. There were several impacts on the sheath and the integrity of the electrical insulation was compromised. The most probable cause of the damaged sheath is impact between the tube and a sharp instrument during its use or its reprocessing. This device is used for therapeutic purposes.

Event description:
The customer requested evaluation of the electrical insulation. The product analysis indicates that the integrity of the electrical insulation was compromised. There was no injury reported as a result of this event.